Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the sgw (spring guide wire) was bent and could not be used. A new set was used to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned a guide wire, a single lumen arterial catheter and an introducer needle for evaluation. None of the components had any obvious signs of use. Visual inspection revealed the guide wire had a single kink at the center of the body. Although the protective tube was not returned, the kinks in the center of the guide wire are consistent with damage caused by shipping and handling of sac-00520 sets. The pouches this product is packaged in are long and folding the pouches over during shipping will cause the guide wire to kink at the center of the body. Microscopic examination of the guide wire confirmed the kink in the center of the body. Both guide wire welds were observed to be full and spherical. No defects or anomalies were observed on the catheter or introducer needle. The kink in the guide wire body was located 16.7 cm from the one of the welds. The guide wire outer diameter and overall length were found to be within specification. The needle inner diameter (ID) was also found to be within specification. The guide wire was functionally tested by advancing it through the returned catheter and introducer needle. The guide wire was able to pass through both components although slight resistance was met when passing the kinked portion of the guide wire through the needle. (Con't) other remarks: a manual tug test confirmed that both the distal and proximal welds are intact. A device history record (DHR) review was performed on the guide wire, introducer needle, and catheter and no relevant manufacturing issues were identified. The reported complaint that the guide wire was kinked was confirmed through visual inspection of the returned sample. The returned guide wire contained a single kink at the center of the guide wire body. Although the protective tube was not returned, the kinks in the center of the guide wire are consistent with damage caused by shipping and handling of sac-00520 sets. Dimensional inspection and a DHR review were performed and revealed no evidence to suggest a manufacturing related cause. Based on the observed damage and the customer report, the probable cause of this issue is shipping and handling related. Teleflex will continue to monitor and trend for reports of this nature. A appropriate conclusion code could not be found.

Event description:
The customer alleges that the sgw (spring guide wire) was bent and could not be used. A new set was used to complete the procedure.